Event description:
A report was received that the patient's ipg was kind of bulging out of the pocket. The patient underwent a pocket revision procedure wherein the physician repositioned the ipg to make it flatter and more comfortable for the patient. The patient was doing well postoperatively.